Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path.

Manufacturer narrative:
The device has been returned/received and is pending an investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 483 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had been vomiting. The patient administered manual injections of insulin and applied a new pod. Upon removed of the patients pod the patient reports the cannula was found to be bent. Once at the hospital the patient was treated with intravenous fluids . The patient was given a prescription for ondansetron (8 mg). The patient was discharged from the hospital after 6 hours.